Manufacturer narrative:
(B)(4). It was reported by the customer that the graphic user interface (gui) was replaced.

Event description:
It was reported that during patient use, ventilation stopped and the safety valve opened. The graphic user interface(gui) error indicator lit on the second pane. The device was replaced without any reported patient harm. There is no report of death or serious injury associated with this event.